Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the reported event of r-wave amplitude variation was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. The helix was returned partially extended and clogged with blood/tissue. After cleaning and applying torque to the connector pin, the helix could be extended and retracted, and helix extension length met specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ventricular lead exhibited a drop in r waves since implant. The lead was explanted and upon examination, the helix did not deploy. A new lead was implanted. The patient was stable.